Manufacturer narrative:
E1 phone number (B)(6). Reference article, maznyczka, annette, et al. "Asymmetrical expansion of balloon-expandable transcatheter aortic valve prostheses: implications for valve hemodynamic and clinical outcomes." Cardiovascular interventions 17.17 (2024): 2011-2022. In this case, the exact valve model number is not available. Therefore, sections d1 and d4 of this report will reflect an unknown edwards sapien transcatheter heart valve. The possible PMA numbers associated with an edwards sapien transcatheter heart valves are: p110021- edwards sapien transcatheter heart valve; p130009 - edwards sapien xt transcatheter heart valve; p140031- edwards sapien 3 transcatheter heart valve; p140031 edwards sapien 3 ultra transcatheter heart valve system. The dates of the events are unknown; however, according to the article the study period was from february 2014 to june 2022. For this reason, the first day of the reported study period (01-february-2014) was used as the occurrence date. Per the instructions for use (IFU), valve malposition requiring intervention is a known potential adverse event associated with the transcatheter valve replacement (tvr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to malposition, including improper positioning before deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally or bulky/severely calcified leaflets, preserved ejection fraction, significant landing zone calcification, loss of pacing capture, rapid deployment, the release of stored tension during deployment, and movement of the delivery system by the operator. The IFU cautions that incorrect sizing of the valve may lead to paravalvular leak, migration, or embolization. The device training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valves (all models). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals, and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor in the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for malposition (i.e., minimal leaflet calcification, severe septal hypertrophy), balloon valvuloplasty may indicate potential balloon movement during valve deployment. In this case, despite multiple investigational attempts, it was not possible to obtain additional details regarding this event. Due to limited information, a definitive root cause was unable to be determined at this time. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as.

Event description:
Per the medical article "asymmetrical expansion of balloon expandable transcatheter aortic valve prostheses" corresponding author dr thomas pilgrim, the aim of this study was to investigate the impact of asymmetrical expansion of balloon-expandable thvs on hemodynamic valve performance and clinical outcomes. 1,216 patients undergoing transfemoral tavr for native severe aortic valve stenosis with contemporary balloon-expandable thvs between february 2014 and june 2022 were include in this study. The following events were identified as pertaining to an edwards lifesciences device: the article reported in table 3 procedure outcomes according to tavr asymmetry index (high vs low), reposition with snare was listed. No additional details were provided in the table or the article.

Manufacturer narrative:
A supplemental MDR is being submitted to reference related reports. This is one of six manufacturer reports being submitted for this case. Please reference related manufacturer reports: 2015691-2025-00454. 2015691-2025-00455. 2015691-2025-00456. 2015691-2025-00457. 2015691-2025-00458. 2015691-2025-00459. 2015691-2025-00460.